Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable magnesium (mg2) results from the cobas 6000 c501 module. Sample 1 initial result was 4 mg/dl and the repeat result was 2.4 mg/dl. Sample 2 initial result was 3.3 mg/dl and the repeat result was 1.9 mg/dl. Sample 3 initial result was 4.5 mg/dl and the repeat result was 2.5 mg/dl. Sample 4 initial result was 4.1 mg/dl and the repeat result was 2.1 mg/dl. The questionable results were not reported outside of the laboratory. The reagent lot number was 65811401 with an expiration date of 30-apr-2024.

Manufacturer narrative:
The field service engineer replaced the gear pump head and confirmed the tests and module were running within specifications. Calibrations and quality controls were acceptable. General reagent issues were excluded as the correct result was obtained with the same reagent. The investigation determined the service actions resolved the issue.